Event description:
It was reported that during the procedure for treatment of a 99% de novo lesion in the mildly tortuous, heavily calcified, proximal right coronary artery, pre-dilatation was performed using a 2.5x15 rx trek dilatation catheter. A 3.5x18 kagura stent delivery system was advanced without resistance to the target site via radial approach and the stent balloon was inflated to 12 atmospheres and ruptured. The device was withdrawn from the anatomy. Post-dilatation was required using a 3.5x12 non-abbott balloon because the stent was not fully apposed to the vessel wall. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The kagura device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficulty to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.